Manufacturer narrative:
He device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is wearing the pump supplies for 3-4 days. The customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 370 mg/dl with high ketones. Ketone levels identified as life threatening by their health care provider. Customer attempted to address the elevated blood glucose level by manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 9/7/24 with no permanent damage. System check was provided by tandem technical support and the pump was functioning as intended. Ultimately, the customer reverted to an alternate form of insulin therapy.